Manufacturer narrative:
(B)(4). Pump was received with a missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Pump passed the self test, rewind test, prime/seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to verify insulin flow blocked alarm and perform the displacement test and occlusion test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was cracked and chipped. The customer stated that the reservoir was able to lock into place. The insulin pump received insulin flow block alarm even after changing infusion set. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.